Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the foot control device had "cord damage with wires exposed." The reported event did not occur during surgery. It was unknown if there were delays to the surgical procedure. It was reported that a spare device was available for use. There was no patient involvement. It was reported there was no injuries, medical intervention or prolonged hospitalization. No additional information was provided.